Event description:
It was reported that the reamer driver broke while reaming the patella.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving a scorpio driver was reported. The event was confirmed. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the reamer driver broke while reaming the patella.